Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3889-28, lot# j0235484v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that impedances of >4000 ohms on electrode combinations of #0 <(>&<)> 2 and 0 <(>&<)> 3 on the patient¿s implantable neurostimulator (ins). The etiology of the event was noted as ¿possibly related¿ to the device therapy but not related to the implant procedure. There were no reported patient signs or symptoms. No interventions/actions were taken and the outcome was report as ongoing. If additional information is received, a follow up report will be sent.